Event description:
Clinical trial. Same case as MFR# 2134265-2008-00874, -00875. It was reported that post index procedure, the patient had a target vessel revascularization. The index procedure treated 2 target lesions. Target lesion 1 was identified in the distal right coronary artery (rca) with 90% stenosis, 28 mm length and a 3.2 mm diameter. The lesion was predilated prior to placement of two overlapping 3.0 x 20 mm taxus express2 stents. Residual stenosis was 0%. Target lesion 2 was identified in the proximal left anterior descending artery (lad) with 75% stenosis, 28 mm length and a 3.0 mm diameter. Target lesion 2 was predilated prior to placement of a 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. Of note, the proximal circumflex (cx) was treated with rotational atherectomy with 0% residual stenosis. The patient was discharged one day later on aspirin and plavix. At 830 days post index procedure, the patient was seen in the emergency room with complaints of severe chest pain with nausea. The next day, the patient was admitted with unstable angina and diagnosed with a non q-wave mi. Cardiac enzymes did not meet guideline criteria for an mi. The patient was taken to the cath lab. Treatment that day consisted of cutting balloon angioplasty and placement of another manufacturers 3.5 x 18 mm stent in the mid rca. There was 0% residual stenosis. The patient was discharged the next day on continued aspirin and plavix. In the opinion of the physician, there was no relationship between the mi/tvr and the taxus stents. In february of 2008, the cec determined a possible relationship between the mi/tvr and the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.